Event description:
On (B)(6) 2009, the patient reported moisture in the cartridge compartment of her infusion device. She began use of the infusion device a "few" weeks ago and has noticed the moisture since that time. She stated that she attached the adapter and infusion tubing to the insulin cartridge prior to insertion. She stated that the infusion tubing has become detached from the insulin cartridge during insertion, but she does not believe insulin was spilled. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.